Event description:
The customer reported via phone call that she was trying to fill the reservoir and purge the air bubbles out but she was unable to move the plunger after it was filled. Customer stated she removed the vial from the transfer guard and was able to see that the needle was sideways. Blood glucose value is unknown. The reservoir would be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. The reservoir failed per inspection due to the transfer guard needle was found occluded.